Event description:
It was reported that when the asymptomatic patient presented in-clinic for routine follow-up, episodes of non-sustained rv oversensing were observed. Review of the stored egms showed loss of ventricular capture. It was suspected micro-dislodgment may have occurred due to patient activity. At a subsequent visit, three weeks later, no further episodes were noted. The patient was fine. Normal monitoring will continue.

Manufacturer narrative:
.